Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Received mw5086018: the tip of the harmonic ace curved shears broke off during a robotic case while inside the patient's abdomen. The tip and all other pieces were retrieved and removed from he patient. No patient harm or injury was reported.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the customer stated that the tip of the harmonic ace curved shears broke off and had fallen off into the patient. Intuitive completed customer follow up on (B)(6) 2019 and confirmed the surgeon retrieved the tip and all other pieces during the same procedure. No additional surgical procedure was required and the instrument did not make contact with any other instrument. The instrument and cannula were inspected prior to use and there were no post-operative tests performed. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. The procedure was completed robotically by using a backup instrument with no reported injury.